Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the device was not cutting properly and the device was improperly adjusting the thickness during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined they were unable to stabilize the motor and the plug to the power cord would not fit into the power supply tightly, the control bar was in the correct position, but the calibration was out at the 0 reading. The motor, switch, and plug harness assembly were replaced and resolved the reported issue. Review of the previous repair record identified the motor was erratic and they replaced the bearings and spring seal to fix the issue which is related to the reported event. The device was tested and found to be functioning to specification prior to release to the customer. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is the